Event description:
At four year follow-up post index procedure, the patient reported underwent target aneurysm re-intervention (tar) to occlude the aneurysm, the date is unknown. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the directions for use notes that multiple procedures may be required to occlude an aneurysm. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
At four year follow-up post index procedure, the patient reported underwent an aortic aneurysm embolization. There was no relationship to the index procedure or to implanted devices.

Manufacturer narrative:
The site received the update that the procedure was performed for an aortic aneurysm. There was no relationship to the index procedure or to implanted devices. There is no allegation of any device malfunction or nonconformance. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.